Event description:
It was reported that a user experienced recurrent low blood glucose in the morning while using the ilet, with documented readings in the mid-60 mg/dl range and reports of variable high and low patterns on recent pump data despite pre-bed snacks and appropriate meal announcements. Symptoms included hypoglycemia without prodromal awareness until lower thresholds. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education, with escalation for additional training. Investigation of this case revealed no confirmed device malfunction and suggested user-specific glycemic variability with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.